Event description:
Additional information was received from the hcp. A telemetry printout from (B)(6)-2011 showed impedances within normal limits. The therapy impedance and current were displayed as "???". The battery status was "ok" and the battery longevity was "???".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced "jumpy" and intermittent stimulation associated with the implantable neurostimulator. This issue continued after the device was reprogrammed to continuous stimulation. The pt met with the healthcare provider (hcp) four months ago and impedance readings were normal, at that time. Impedance readings were, again, normal when checked on (B)(6) 2011. It was, therefore, determined that the issue was not related to the lead or extension. The neurostimulator was removed and replaced and, then, "everything seemed fine." The pt was "happy to have the neurostimulator working again." Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
Analysis of the neurostimulator found no significant anomalies. The insulation coating, setscrews, grommets and access hole adhesive were ok. The battery was expanded and the ins can was scratched. There was foreign material in the connector ports and the connector module was scratched. Telemetry was ok. There was good stable output on the electrode pairs as received. There was good stable output on all electrodes when referenced to the case. There were no problems when pressing on the ins can. The ins functioned properly.